Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event: the screen is blurred by close vertical line. As the device is unusable, no further investigations are possible. The most probable hypothesis is that it has been caused by a shock. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter screen is defective.